Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the device was found to have corroded bearings, which is the probable cause of the reported event. The device was repaired and returned to the user facility.